Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted and has been returned for analysis.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed this device longevity was not as expected. The device case was opened. A scratch was noted on the monolithic microwave integrated circuit (mmic). An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported inability to interrogate this device.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not able to be interrogated. Trouble shooting was performed with no resolution. An invasive procedure is scheduled to take place. As of today, no adverse patient effects were reported. The device remains in service.